Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4810mlc was removed on (B)(6) 2018 due to insufficient primary stability 17 days after implantation. The patient has medical history of high cholesterol as indicated by the doctor. The patient has recovered without complications.